Event description:
It was reported that a screw tulip head broke apart from the screw threads while in the patient.

Manufacturer narrative:
Lot# 166294. Method: visual inspection, device history review, complaint history review, risk assessment; result: the device confirmed visually to have a separated tulip head. Manufacturing files were reviewed and no anomalies were found. Conclusion: the likely root causes for the tulip separation is not tapping the hole.

Event description:
It was reported that a screw tulip head broke apart from the screw threads while in the patient.